Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical and the access site bleeding ¿ major issues has been completed since the initial report was submitted. The introducer was not returned for investigation. The root cause of the introducer damage is undetermined. The cause of the access site bleeding issue was most likely damaged valve of introducer. The failure type is unknown without return product.

Event description:
The user facility reported a 75 -year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During the implant the peel away sheath was removed from the vessel, but it would not peel open and one wing of the sheath broke off. The peel away sheath had to be cut open leading to severe bleeding. Therefore, the impella cp was explanted. The patient was transferred to the intensive care unit with no further complications.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: bleeding ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿